Event description:
It was reported to boston scientific corporation in 2008, that an rx dilation balloon device was used. According to the complainant, during the procedure, "a pressure drop was noticed during the first dilatation... The pressure was maintained at 11atm to dilate the cbd (common bile duct)... A leak in the balloon was noted when the balloon was removed from the cbd." Reportedly, the procedure complete with the same rx dilation balloon. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.